Event description:
It was reported tha the customer had a max delivery alarm on the insulin pump. The customer's blood glocuse level was unknown mg/dl. The customer was assisted in clearing the alarm. The customer told tha he took too much insulin and he felt fine and didn't feel like he was low. The customer hadn't checked his blood glucose. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.